Manufacturer narrative:
The device was not returned for analysis. An event of stroke and embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported stroke and embolism appear to be related to a combination of the implant procedure and patient condition (calcified arteries). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted. On (B)(6) 2025, the patient had a stroke and a cyanotic finger suggesting embolic causes and arterial obstruction. There is no allegation that the patient experienced adverse health consequences due to the performance of the product. The physician alleges that the stroke was caused by the procedure and noted that the patient had calcified arteries.